Manufacturer narrative:
Plant investigation: it is unknown if the product was available to be returned for evaluation. To date, further details of the plant investigation have not been received; therefore, further information is not available at this time. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialyzer leak occurred during a patient's treatment. The fibers reportedly ruptured. This occurred during the first use of a reuse dialyzer. The dialyzer in use was from batch a2bi13100. The estimated blood loss (ebl) volume is unknown. No additional information could be obtained.